Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse effect to customer's blood glucose level. Additional information was not provided.